Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. Fse looked at the z-axis specimen cap rear-end collision sensor s054 and could see a flag stuck in the sensor. The nozzle was jammed in the up position. Fse resolved the complaint by freeing the nozzle and lubricating it. The fse validated the analyzer by running controls and patient samples. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operators manual under section 12: flags and error messages states the following: [4124] sample-z bump. Cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported event was due to a lubrication issue.

Event description:
A customer reported error message "4124 sample-z bump¿ on the aia-900 analyzer. The customer rebooted the analyzer and checked for obstructions; none found. The customer also checked to make sure the tip drawer was seated properly. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii), and progesterone(prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.